Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: (outcome attributed to adverse event: removed other), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after onlay implant, the patient experienced bowel obstruction, adhesions, chronic inflammation, non- healing wound, chronic seroma cavity, small bleeder in subcutaneous tissue, clot of 100-150 ml in abdomen, and abscess in incisional hernia site and mrsa. Post-operative patient treatment included revision surgery, removal of previous intraperitoneal mesh, repair with placement of new mesh, copious irrigation, incision and drainage of abdominal wall abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was incarcerated recurrent ventral hernia and postoperative diagnosis was incarcerated recurrent ventral hernia with 4 separate fascial defects. The procedure performed was repair of ventral hernia with mesh. (B)(6) 2011 - the patient underwent a previous procedure for laparoscopic incisional hernia repair and the pre-op and post-op diagnosis was incisional hernia x2. The patient experienced multiple surgical revisions, recurrent hernia requiring repair with placement of new mesh, mesh folded over upon itself with space between mesh where bowel could herniate, sutured mesh together, small bowel adherent to the mesh and had to be dissected off, recurrence of ventral hernia with obstruction, bowel obstruction secondary to incarcerated colon and small bowel and an incisional ventral hernia, extensive lysis of adhesions, extremely time consuming, tedious removal of mesh with cautery, and wound exploration with control of bleeding.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1(facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes, device codes), additional code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after onlay implant, the patient experienced bowel obstruction, adhesions, chronic inflammation, non- healing wound, chronic seroma cavity, small bleeder in subcutaneous tissue, clot of 100-150mlin abdomen, and abscess in incisional hernia site, infection, incarcerated hernia, dislodged mesh and mrsa. Post-operative patient treatment included revision surgery, removal of previous intraperitoneal mesh, repair with placement of new mesh, copious irrigation, CT-scan, medication, blake drain, french drain, incision and drainage of abdominal wall abscess. Relevant tests/laboratory data, including dates: (B)(6) 2013: op note stated CT scan showed recurrent ventral hernia (B)(6) 2015: pathology report from abdominal mesh specimen showed focal areas of reactive change, chronic inflammation and focal fresh hemorrhage (B)(6) 2015: body fluid culture positive for mrsa. Gram stain with 3+ white blood cells.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.